Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited overvoltage values that are not ideal. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing, visual examination, and x-ray inspections were normal with no anomalies found.